Event description:
It was reported that the patient experienced syncope. There was possible far field r-wave (ffrw) oversensing noted on the right atrial (ra) lead. The lead remains in use. No further patient complications have been reported as a result of this event.